Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2008. During the procedure, the balloon was slowly losing pressure. When the device was removed, a small pin hole was noted in the balloon. The procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.